Manufacturer narrative:
1718912-2016-00010 is associated with argus case (B)(4); biotene mouth spray ((B)(6)).

Event description:
Addiction (nearly addicted to biotene spray at this point) [drug addiction]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of drug addiction in a patient who received glycerin (biotene mouth spray ((B)(6))) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene mouth spray ((B)(6)). On an unknown date, an unknown time after starting biotene mouth spray ((B)(6)), the patient experienced drug addiction (serious criteria gsk medically significant). The action taken with biotene mouth spray ((B)(6)) was unknown. On an unknown date, the outcome of the drug addiction was unknown. Additional information, this adverse event (ae) reported via social listening from (B)(6) on (B)(6) 2016. The consumer posted that "thank you. I am nearly addicted to biotene spray at this point. I am not sure I like tasting everything through a haze of fake mint, but it beats the other options. I hope you, too, have a very blessed christmas."